Manufacturer narrative:
The esu and bipolar resection adapter were thoroughly inspected/tested. The esu was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. Additionally, the accessory was found to be working properly. Finally, no anomalies were found in the device history record (DHR) of the involved esu. In conclusion, no equipment problem was found that would have caused or contributed to the event. As reported, the patient's finger came in contact with an electrically conductive object (i.e., a metallic splint) during the procedure. Per a warning in the user manual, medical personnel are cautioned that burns can occur due to discharge of high frequency (hf) current through conductive objects (i.e., the patient must not be in contact with metal during hf application.). No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/ generator) during the removal of a myoma. The esu was used with an erbe bipolar resection adapter (part number 20183-110, serial number (B)(4). During the procedure, the patient's right little finger came into contact with a metallic splint. This caused a deep burn to the finger which required surgery. The esu was distributed to a hospital in (B)(6).